Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device would not cut. A second device was opened and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent of the FDA: 07/09/2008. Conclusions: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Device code other: blade does not cut.